Manufacturer narrative:
Concomitant product: boston scientific inflation handle, cook ds 60 cc syringe. For the one(1) reported event, the device was returned to cook endoscopy and the operating condition was confirmed. Our laboratory evaluation of the product said to be involved determined that the catheter is kinked. During a visual inspection it was noted that the catheter is kinked at approximately 115 cm from the distal end of the hub of the device. The balloon was returned in a fluted uninflated condition. During a functional test the balloon was inflated. The balloon was inflated with a 60 cc syringe and an inflation handle. Water was observed exiting from the kink in the catheter. There are two small holes in the catheter at the kinked area. Due to the damage of the catheter the balloon would not hold pressure. The balloon material did not exhibit any holes or leaks. No part of the device was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a leak test and a visual inspection for kinks to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated: the following information was reported to cook on (B)(6) 2016: during an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon would not inflate. When the balloon was received for evaluation on (B)(4) 2016, the catheter was noted to be kinked and there was also a hole found in the catheter. Additionally, the cook representative confirmed the following statement on (B)(4) 2016: the device made patient contact but would not inflate when exiting the endoscope. The event involved a patient with no patient consequences.

Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Continued from section d 11: boston scientific inflation handle, cook ds 60 cc syringe. For the one(1) reported event, the device was returned to cook endoscopy and the operating condition was confirmed. Our laboratory evaluation of the product said to be involved determined that the catheter is kinked. During a visual inspection it was noted that the catheter is kinked at approximately 115 cm from the distal end of the hub of the device. The balloon was returned in a fluted uninflated condition. During a functional test the balloon was inflated. The balloon was inflated with a 60 cc syringe and an inflation handle. Water was observed exiting from the kink in the catheter. There are two small holes in the catheter at the kinked area. Due to the damage of the catheter the balloon would not hold pressure. The balloon material did not exhibit any holes or leaks. No part of the device was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a leak test and a visual inspection for kinks to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated: the following information was reported to cook on (B)(6) 2016: during an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon would not inflate. When the balloon was received for evaluation on 02/11/2016, the catheter was noted to be kinked and there was also a hole found in the catheter. Additionally, the cook representative confirmed the following statement on 02/11/2016: the device made patient contact but would not inflate when exiting the endoscope. The event involved a patient with no patient consequences.